Event description:
Upon receipt and investigation of the product disposable and centrifuge it was evident that the product disposable was not installed correctly. The disposable lid had scrape marks where it had rubbed against the lid glass, an indication of improper seating of the process disposable in the trunion of the centrifuge. Components of the process disposable were damaged, and the product disposable ruptured. A small amount of blood escaped the containment area of the centrifuge. There was no pt or user injury and the procedure was completed using as second centrifuge and process disposable.

Manufacturer narrative:
Because the process disposable was not fully seated in the centrifuge trunion when the lid was shut, excess pressure (upward force) was placed on the inside of the lid glass. This excess pressure compromised the lid seal allowing a small leakage of blood.